Event description:
A dreamstation auto CPAP device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam degradation. Additionally, the service technician also noted error codes (e20: err_motor_spinup_flux_low, and e22: err_motor_flux_magnitude). The device was scrapped by the service center after the evaluation was completed.